Event description:
Boston scientific received information that during the attempted implant of a pacemaker with another manufacturer's right ventricular (rv) lead, high out of range pacing impedance measurements greater than 2,000 ohms were observed when the lead was connected to the device header. When the rv lead was connected to a pacing system analyzer (psa), pacing impedance measurements were noted to be in the 800 ohms range. The device was attempted, but not implanted. The physician suspected a set screw or header issue and another device was implanted. During the implant of the this second pacemaker, upon connection of the rv lead to the device header, high out of range pacing impedance measurements greater than 2,000 ohms were again observed. The rv lead was explanted and a new rv lead from another manufacturer was implanted. Pacing impedance measurements with this replacement pacemaker and rv lead were noted to be stable and within normal limits. Subsequently, one day post implant, this pacemaker and another manufacturer's ra lead exhibited intermittent p-wave undersensing. Boston scientific technical services (ts) reviewed a copy of the electrogram (egm) and confirmed an undersensed p-wave that didn't conduct into the ventricle. It was suspected that the signal was non-physiologic. No adverse patient effects were reported. This pacemaker remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.